Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that remote monitoring of this pacemaker system revealed a red alert due to a high, out-of-range pace impedance measurement greater 2,000 ohms on the right ventricular (rv) lead. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remote monitoring of this pacemaker system revealed a red alert due to a high, out-of-range pace impedance measurement greater 2,000 ohms on the right ventricular (rv) lead. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that subsequent rv impedance measurements were within range three months later and this pacemaker paces 4% in the rv. The physician planned to continue monitoring and leave the device settings programmed to unipolar. This pacemaker system remains in service. No adverse patient effects were reported.